Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A customer reported that the laser probe did not fit easily down an unspecified 25 gauge port during a procedure. A forcep was used to hold port and laser probe in place. Patient harm is unknown.

Manufacturer narrative:
Additional information has been provided. No sample was returned for evaluation. The laser probe was manufactured on october 30, 2017. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).